Manufacturer narrative:
(B)(4). D10: item# 00222801005; lot# unknown. Item# 00222801205; lot# unknown. E1: full establishment name - (B)(6). G2: foreign, event occurred in brazil. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure on an unknown date, multiple instruments were reported to be broken. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.